Manufacturer narrative:
According the incident description, a drilling pin broke off in the pin adapter. Neither the drilling pin, nor the pin adapter were provided for an optical examination. Since there are also no pictures available, no optical examination could be performed. It is known that the fracture of the drilling pin occurred during use/ intraoperatively. However, this had no health effect on the patient, as the surgery could be finished with the use of another drilling pin. However, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the drilling pin could not be checked, as no lot number is known. The surgical techniques and instructions for use were also checked and showed no deviations. Due to lack of information, a root cause analysis could not be sufficiently performed of why the pin broke. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the pin adapter. A potential cause could be an unintentional user error, but this can neither be confirmed nor denied due to lack of information. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken / torn". Note: it is known that the drilling pin broke of inside of the pin adapter intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient, since the surgery could be finished with the use of another drilling pin.